Event description:
It was reported that the patient presented for symptomatic ventricular tachycardia (vt) that was too slow to be detected by the device the way it was currently programmed. In addition, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing likely since implant. The atrial sensitivity was adjusted to 0.3mv to eliminate the intermittent ffrw oversensing. The physician elected not to lower the vt detection zone, but to treat the patient with amiodarone to prevent further slow vt episodes. The device and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Product ID: 693558, implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted the lead was returned with severe explant damage.